Event description:
It was reported that a delivery device error message displayed up during preparation for the procedure and required set up twice. After second set up syringe cradle wasn't registering syringe in place. A second delivery device was opened and the same issue occurred. The procedure was then cancelled/rescheduled. The patient had been administered general anesthesia.

Manufacturer narrative:
Investigation summary with the available information boston scientific corporation concluded based on analysis results, that the reported error message that led to the procedure being cancelled was unable to be replicated. It can be concluded that the generator operated as intended. The observed display static was probable due to the cables as replacing them resolved the static. The sticky cradle and enclosure damage were due to normal usage. These identified static, sticky cradle and enclosure damage observations are unrelated to the reported event and unlikely to have contributed to the reported event. A review of the generator service history confirmed that the generator was fully functional without issues since installation. Device history review: a service history review was completed. This generator was installed on 21 august 2019. The generator was fully functional without any issues. Device technical analysis: the generator was returned for analysis and repaired. During functional testing of the generator no error messages were identified. The generator passed the power on self-test (post). A test syringe and delivery device were connected to the generator without issues. The generator, primed and flushed, as intended. The syringe cradle was observed to be sticking during functional testing; therefore, the plastic was replaced with updated plastic to correct this issue. Static was observed on the display screen, the motor cables were replaced and upgraded to the latest version. Minor damage to the plastic enclosure was also observed and it was replaced. No other anomalies were identified. The generator passed full functional and electrical safety testing. Investigation conclusion: based on analysis results an evaluation conclusion code of no problem detected was assigned to this investigation as there were no damaged identified during analysis that could have caused or contributed to the reported error message. The reported event cannot be confirmed.

Event description:
It was reported that a delivery device error message displayed up during preparation for the procedure and required set up twice. After second set up syringe cradle wasn't registering syringe in place. A second delivery device was opened and the same issue occurred. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.